Event description:
A (B)(6) male with ischemic cardiac disease, hypertension, and old myocardial infarction underwent aaa repair on (B)(6) 2008. The morphology of the common iliac artery was considered to be irregular due to widening toward the end but still considered anatomically suitable for endovascular repair. The procedure was conducted as labeled. Confirmatory angiography revealed a type I endoleak at the distal site of the ipsilateral leg graft. The endoleak site was ballooned repeatedly, which reduced the leak, so the procedure was completed thinking the endoleak would resolve after the reversal of the heparin. The physician commented that the irregular morphology of the common iliac artery may have made sealing difficult. Pt outcome is unknown at this time.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.